Event description:
It was reported that a red alert was received due to this cardiac resynchronization therapy pacemaker (crt-p) system exhibiting low right ventricular (rv) pacing impedance measurements, measuring less than 200 ohms. Technical services discussed the option of disabling daily measurements. At this time, the system remains in service. No adverse patient effects were reported.